Event description:
It was reported that the customer was experiencing high blood glucose, and the insulin pump has not alarmed. It was stated that the customer's glucose level came down when the customer used other infusion pump in the hospital, but the blood glucose went high if the customer uses the insulin pump again. It was stated that the customer did the motor displacement test and passed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.